Event description:
Female pt with left bka in her old electric wheel chair in her home. The left rear wheel fell off the chair causing it to turn over backwards with the pt remaining in the seat with her lying on her back and her legs remaining over the seat. She was not able to get up until someone came to check on her. 2 1/2 to 3 hours later. No injury was sustained. The pt had received a new chair 3 to 4 days prior to the incident but was using her old chair. She was unsure of how to plug the chair in to recharge it.